Event description:
It was reported during a follow-up visit that the patient experienced slow stimulation. The patient has pacemaker syndrome and a lead impedance >2500 ohms (uni and bipolar) was observed. The lead was explanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary vmr059084v distal conductor fractured; full lead returned for analysis